Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Event description:
Event occurred regarding a check valve with male/female luer lock, where it was reported that patient: egl, age: 56, male, weight: 80 kg had leaking noted during patient rounds. Leak significant enough to wet the bed. Recurrence of the event. Device was replaced. Date of insertion: on (B)(6) 2026. Current patient status: no immediate consequences observed. The issue was reported to ansm ¿ national french regulatory agency. There was reported patient involvement. This complaint is related to (B)(4).

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.